Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event and received a low battery alarm the customer received a battery failed alarm and there was a crack and white line on the insulin pump. Troubleshooting was partially performed and found that the customer was treated with a food intake. It was unknown whether the customer was reporting symptoms as a result of blood glucose. It was unknown whether the pump was used within 48 hours and whether the auto mode was active at the time of the event. There was a crack along the battery compartment. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and active current test. Pump failed self test due to missing segments. Pump fails sleep current test. Successfully downloaded history files and traces using thump. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on 08/01/2023 07:39:00.000 and battery failed alarm [58] on 08/01/2023 08:08:04.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on the back of lcd glass and harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, pillowing keypad overlay, battery cap contact missing, and corroded battery tube. Moisture damage confirmed on the back of lcd glass, harness assembly vibrator, and battery tube. Missing segments confirmed due to moisture damage. Sleep current anomaly, charge/battery lasts less than expected, and unexpected battery power loss confirmed due to moisture damage. No failed battery alarms noted during analysis, failed batt test not confirmed. Cosmetic damage was confirmed at the battery side of case. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.